Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately compared to another device (onetouch ultra2). The reporter claimed obtaining blood glucose readings with a difference of 20-30 points between the subject meter and the other device. This complaint is being reported because the results may not have met lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.